Event description:
Part way through the ablation, error message "broke suction" was given & ablation stopped before completing at 53 seconds. Notified hologic product support and they advised to open a new device to continue and finish the procedure. Product had patient contact but no patient harm. Manufacturer response for novasure ablation device kit, (brand not provided) (per site reporter). Product returned to manufacturer for evaluation.

Event description:
Part way through the ablation, error message "broke suction" was given & ablation stopped before completing at 53 seconds. Notified hologic product support and they advised to open a new device to continue and finish the procedure. Product had patient contact but no patient harm. Manufacturer response for novasure ablation device kit, (brand not provided) (per site reporter): product returned to manufacturer for evaluation.